Event description:
The customer contacted physio-control to report that their device would not power on and only the green power light came on and the display was blank. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Section b1 adverse event/product problem indicated: adverse event and product problem. Section b1 should indicate: product problem.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio cleaned and reseated the internal connection replaced the device's flex cable as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on and only the green power light came on and the display was blank. This issue is patient related; however there was no adverse patient outcome reported.